Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No moisture damage found inside the pump. Unit monitored and no blank display and no constant tone. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer falling into a pond with insulin pump. It was reported that as a result, display screen went blank, pump was vibrating and had a constant tone. Customer's blood glucose was unknown. Caller was advised that insulin pump would need to be replaced.